Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device expulsion ('migration of essure device location of device: uterus, migration') and urinary tract procedural complication ('ureter injury from hysterectomy') in a 44-year-old female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, headache, dizziness, dysphagia, abdominal pain, vaginal itching, mood swings, painful intercourse and pelvic hematoma. Current weight 235 lbs. Previously administered products included for an unreported indication: contraceptive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 and vitamins nos (multivitaminum) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("plaintiff has suffered physical pain/ pain (pelvic area)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problems condition: depression, psych injury"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced urinary tract procedural complication (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), post procedural complication ("post removal complication") and autoimmune disorder ("autoimmune diagnosed- yes"). The patient was treated with surgery ((supra cervical hysterectomy (uterus only)) hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, menorrhagia, urinary tract infection, abdominal pain, metrorrhagia and autoimmune disorder had resolved and the device expulsion, urinary tract procedural complication, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device breakage, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, urinary tract procedural complication, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, device breakage, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: metrorrhagia, post removal complication added. Outcome, rcc comments added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device expulsion ('migration of essure device location of device: uterus, migration'), urinary tract procedural complication ('ureter injury from hysterectomy') and genital haemorrhage ('general abnormal bleeding') in a 44-year-old female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, headache, dizziness, dysphagia, abdominal pain, vaginal itching, mood swings, painful intercourse and pelvic hematoma. Current weight 235 lbs. Previously administered products included for an unreported indication: contraceptive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 and vitamins nos (multivitaminum) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("plaintiff has suffered physical pain/ pain (pelvic area)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problems condition: depression, psych injury"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced urinary tract procedural complication (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((supra cervical hysterectomy (uterus only)) hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, device expulsion, urinary tract procedural complication, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, urinary tract infection and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, urinary tract procedural complication, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, device breakage, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event device breakage malfunction tick added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and urinary tract procedural complication ('ureter injury from hysterectomy') in an adult female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, headache, dizziness, dysphagia, abdominal pain, vaginal itching, mood swings, painful intercourse and pelvic hematoma. Current weight 235 lbs. Previously administered products included for an unreported indication: contraceptive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 and vitamins nos (multivitaminum) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("plaintiff has suffered physical pain/ pain (pelvic area)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2005, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced urinary tract procedural complication (seriousness criterion medically significant). The patient was treated with surgery ((supra cervical hysterectomy (uterus only))). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, urinary tract procedural complication, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, anxiety, migraine and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dyspareunia, menorrhagia, migraine, pelvic pain, urinary tract infection, urinary tract procedural complication, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device expulsion ('migration of essure device location of device: uterus, migration'), urinary tract procedural complication ('ureter injury from hysterectomy') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, headache, dizziness, dysphagia, abdominal pain, vaginal itching, mood swings, painful intercourse and pelvic hematoma. Current weight 235 lbs. Previously administered products included for an unreported indication: contraceptive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 and vitamins nos (multivitaminum) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("plaintiff has suffered physical pain/ pain (pelvic area)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract procedural complication (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((supra cervical hysterectomy (uterus only)) hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, device expulsion, urinary tract procedural complication, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, urinary tract infection and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, urinary tract procedural complication, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, device breakage, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device expulsion ('migration of essure device location of device: uterus, migration'), urinary tract procedural complication ('ureter injury from hysterectomy') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, headache, dizziness, dysphagia, abdominal pain, vaginal itching, mood swings, painful intercourse and pelvic hematoma. Current weight 235 lbs. Previously administered products included for an unreported indication: contraceptive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 and vitamins nos ("multivitamin") since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("plaintiff has suffered physical pain/ pain (pelvic area)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract procedural complication (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((supra cervical hysterectomy (uterus only)) hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, device expulsion, urinary tract procedural complication, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, urinary tract infection and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, urinary tract procedural complication, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, device breakage, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received reporter information was added. New event added abdominal pain, general abnormal bleeding, device breakage. Event outcome added pelvic pain abdominal pain, menorrhagia, general abnormal bleeding, uti. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device expulsion ('migration of essure device location of device: uterus, migration') and urinary tract procedural complication ('ureter injury from hysterectomy') in a 44-year-old female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, headache, dizziness, dysphagia, abdominal pain, vaginal itching, mood swings, painful intercourse and pelvic hematoma. Current weight 235 lbs. Previously administered products included for an unreported indication: contraceptive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 and vitamins nos (multivitamin) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("plaintiff has suffered physical pain/ pain (pelvic area)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problems condition: depression, psych injury"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced urinary tract procedural complication (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), post procedural complication ("post removal complication") and autoimmune disorder ("autoimmune diagnosed- yes"). The patient was treated with surgery ((supra cervical hysterectomy (uterus only)) hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, menorrhagia, urinary tract infection, abdominal pain, metrorrhagia and autoimmune disorder had resolved and the device expulsion, urinary tract procedural complication, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device breakage, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, urinary tract procedural complication, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, device breakage, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: metrorrhagia, post removal complication added. Outcome, rcc comments added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and ureteric injury ('ureter injury from hysterectomy') in an adult female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, headache, dizziness, dysphagia, abdominal pain, vaginal itching, mood swings, painful intercourse and pelvic hematoma. Current weight (B)(6). Previously administered products included for an unreported indication: contraceptive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 and vitamins nos (multivitamin) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("plaintiff has suffered physical pain/ pain (pelvic area)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced ureteric injury (seriousness criterion medically significant). The patient was treated with surgery ((supra cervical hysterectomy (uterus only))). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, ureteric injury, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, anxiety, migraine and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dyspareunia, menorrhagia, migraine, pelvic pain, ureteric injury, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram on (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-aug-2019: reporter and patient demographics, medical history, historical drugs, concomitant drugs onset of laboratory test were added. Updated suspect drug indication and lot number added. On (B)(6) 2005, she implanted essure (previously reported as (B)(6) 2005). On (B)(6) 2009, she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract and vaginal, psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, migration of essure device location of device: uterus, dyspareunia (painful sexual intercourse), ureter injury from hysterectomy. Outcome of event pelvic pain was recovering. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.